Manufacturer narrative:
(B)(6). The cartridge was returned to the manufacturing site for investigation. The cartridge sample was received for investigation. The cartridge tip was deformed. Also a crack defect was observed at the cartridge tip. Residue of ovd (ophthalmic viscosurgical device) were not detected. Stress marks were observed at the cartridge tip and neck areas. The cartridge was observed with a tip deformed due to a cartridge crack defect however; the investigation could not discard that the damage to be related to directions for use warning and precautions stated on the dfu (directions for use). Precautions and warnings that could be related to the event or damage of the cartridge indicate do not use if the cartridge tip is cracked or split prior to implantation. Precautions indicate that the use of viscoelastics is required when loading the iol into the cartridge. For optimal performance use the amo healon® family of viscoelastics. Do not use balanced salt solution. There was no indication that the damage is related to the manufacturing process of the cartridge. A manufacturing record review was performed and there were no deviation or assignable cause identified for the reported complaint when this production order was manufactured. No non-conformance was generated during the manufacturing process for this lot. All manufacturing operations were in compliance. A review of the manufacturing process and/or the materials in our change control system showed that no changes were implemented with this lot or close to the date when this lot was manufactured. The documentation showed that all 1mtec30 cartridges were released within specification when this lot was completed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by the surgery coordinator that they had a 1mtec30 cartridge with lot number ca00735 where the tip of the cartridge was damaged. The product did not have patient contact and was returned for investigation.

Manufacturer narrative:
(B)(4): if implanted; give date: na (not applicable) the cartridge is not an implanted device.if explanted; give date: na (not applicable) the cartridge is not an implanted device, thus not explanted.all pertinent information available to abbott medical optics has been submitted.